Event description:
It was reported that post-implant, the right ventricular (rv) lead recorded incidents of intermittent loss of capture. Overnight, there were further incidents recorded. The rv lead was explanted and was replaced. It was also reported that the patient developed arteriovenous fistula in the left arm. The device and leads were explanted from the left side and were re-implanted on the right side. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 407658 implantable pacing lead, (B)(6) 2013; addr01 implantable pulse generator, (B)(6) 2013. (B)(4).